Manufacturer narrative:
The device was returned to zoll. The malfunction was duplicated and our investigation found that the shock button was depressed, causing the customer's report. The customer declined repair and the device was scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.